Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. Per data log review, on 23-jen-2020 the system was power cycled several times. Most of the power up resulted in a supply voltage failure for power supply 1 (ps1). This will trigger a 'battery cannot be charged - full backup may not be available' in the perfusion screen as reported. The log confirms the complaint and the issue was intermittent. During laboratory analysis, the product surveillance technician (pst) observed the power manager to perform all functions as expected. The battery switchover was verified during the evaluation. The system ran on battery power with a load fixture connected for over an hour. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The suspect part was returned to the manufacturer for further evaluation.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint. The system worked properly when tested. He replaced the power manager board and both base batteries. He also checked the base calibrations and operation. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a 'battery can not be charged-full backup may not be available' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on 23jun2020, the team power on with alternating current (ac) and set up the hlm without issue for a cpb procedure. During the procedure, a message appeared on the central control monitor (ccm) that the battery cannot be charged and that full backup battery may not be available. The team stated that the battery sign was full and green and that the ac signal was on the visual indication. The team did not loose ac power during the procedure. The procedure continued without issue. Same issue occurred when the power was cycled after the procedure. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue.